Event description:
It was reported that the scissors burned the tissue of the small intestine during an unspecified procedure. The burn was characterised as being minor, 1st degree only and requiring no medical intervention.